Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include elevated blood glucose levels, dry mouth and excessive thirst. Due to persistent hyperglycemia despite administration of correction boluses, the patient sought medical attention on (B)(6) 2026 and was admitted to (B)(6) hospital where hyperglycemia was diagnosed. The patient was treated with intravenous fluids and insulin therapy via pen injections was initiated. The patient was released 20 hours later, on (B)(6) 2026. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.